Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: oct 19, 2023 section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the cartridge tip. The complaint cartridge was received with a piece of the lens stuck inside of the cartridge tip. The cartridge tip could also be observed to be bent. Further inspection of the cartridge revealed that there was viscoelastic (ovd) residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/balanced salt solution (bss) was used. The lens module was inspected and, no marks that would indicate that the plunger rod advanced incorrectly. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received torn and with a portion of the lens stuck inside of the cartridge. The piece of lens was removed from the cartridge and the entire lens was cleaned, revealing that one haptic was detached. The complaint issues "trailing haptic not folded", "cosmetic issues" and "difficult to use" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the "tail was dragging" when prepping to insert the preloaded monofocal intraocular lens (iol) into the patient's right eye. There was no patient contact. The issue was observed during handling, prior to insertion. Additional information was received reporting that the trailing haptic was not folded in and was causing resistance against the plunger. The surgeon was not comfortable continuing with implanting the lens. The lens was not stuck in the cartridge. There was no damage to the haptic but a small scratch on the lens. The directions for use were followed. The procedure was completed using a back-up lens (same model and diopter). The patient had a successful surgery. Provisc was used at room temperature as a cartridge lubricant and was introduced into the cartridge canopy. The lens was loaded into the cartridge for about two or three minutes before the surgeon twisted the plunger to "test it", performing slow, small twists. No further information was provided.